Event description:
During mitral valve replacement, the stent post of valve was protruding into the ventricle. In addition the surgeon feels he may have caught the stent post with a suture. Wall of ventricle ruptured and there was an attempt to repair which failed and the pt died.

Manufacturer narrative:
Device not returned.